Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify device heating up due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump was broken. Customer stated that while charging insulin pump got hot and it was not turning on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.